Event description:
It was reported that during a da vinci prostatectomy surgical procedure, system error code #20105 occurred. An isi technical support engineer directed the surgical staff to restart the system in an attempt to resolve the issue, however, system error code #20105 re-appeared during start-up. The pt had been under anesthesia and the port incisions had been made when the surgeon decided to abort the planned procedure and reschedule it for a later date. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by the isi field service engineer concluded that system error code #20105 was associated with one of the remote interface adapter printed circuit assembly (ria pca) boards. An ria pca is assigned to each system arm and performs numerous functions related to the function, control and hardware fault monitoring for its assigned arm. The system was repaired by replacing the affected ria pca. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. System error code #20105 appears when an auxiliary voltage error is detected during self-test. Upon determining this condition, the safety systems put da vinci in a "recoverable safe state". The ria pca was returned to isi for failure analysis eval, however, engineering was unable to reproduce the customer reported failure mode. As of february 3, 2009, there have been no reported recurrences of the issue at this hospital.